Event description:
It was reported that the customer experienced an issue with the scroll wrap feature. The customer's blood glucose was unknown. The customer agreed to receive a replacement insulin pump. The customer stated that this issue did not result in an injury or hospitalization. Nothing further reported.

Manufacturer narrative:
The insulin pump had minor scratches on lcd window, cracked case at lcd window corners, cracked reservoir tube lip and scratches on reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.